Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on bus. User informed that station on disconnected mode and after reboot all drawer's showed device was not detected on bus. User tried to reboot and recover storage space but unable to recover. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) remotely worked with the customer over the phone, guided them to check the network cable, and found it connected to the wrong port. The user reconnected the cable to the single network port on the back of the station, resolving the issue. All drawers were verified, and the user was able to pop them out without any problems. The system functioned as intended after the field service engineer repaired the device.